Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Visual inspection observed that the gauge needle was indicating past 26atm. A functional test was carried out using the returned encore device, a test stopcock and a test gauge. The device passed all functional test done. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 25aug2015. It was reported that the connection on the indeflator was separated. The target lesion was located in the coronary artery. A 26 advantage balloon catheter inflation device was selected for use. During the procedure, it was noted that the connection part on the indeflator was separated longitudinally at 16atm for 10 seconds on second inflation. The procedure was completed with another of the same device. No patient complications were reported and the patient's condition is good. However device analysis revealed gauge reading inaccuracy.